Event description:
It was reported that a patient underwent a av fistula on (B)(6) 2022 and suture was used. During use on the patient it was noted that the needle broke in half. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). Additional information was requested, and the following was obtained: additional information requested: was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? No what is current condition of the patient? No further adverse impact on patient what was the size of the needle used? 6-0 prolene c-1 18 inch was more than half the needle retained in the patient? No device return status/follow up? Will update shortly. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01384, and 2210968-2022-01385.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: an analysis of the product could not be performed since a physical sample was not received for evaluation, only two empty overwrap and three empty labeled winding formers were received. A manufacturing record evaluation was performed for the finished device lot number rebbct, 8718h56, and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.